Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: please specify how many threads in the batch: rgmekh came off during this procedure? On the procedure, the number is not known but at least fifteen sons presented this defect on various interventions can you clarify for us whether the event occurred before the procedure (pre op) or during the procedure (intra op)? The event is noted before suturing (directly in the packaging or when placing on the needle holder) and also during suturing name of the procedure? Dk. The urological block as well as the vascular block are impacted. Additional information was requested. If more information is received, a supplemental medwatch report will be sent: specifically for this single procedure please confirm if the quality issue occurred intra-op, or pre-op. The previous response seems to indicate that more than one device experienced this quality issue. Are you able to confirm if more than one device malfunctioned as well as how and when? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a urological, and vascular block procedure on (B)(6) 2021 and suture was used. The needle pulled off the thread when it was placed in the needle holder or directly when it was removed from its shuttle. It was also reported that the needle also pulled off of the suture while suturing. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/26/2022. H6 component code: g07002 - no device problem found. H3 investigational summary: one hundred and forty packets product code fz318 were returned to ethicon inc for analysis. In order to evaluate the conditions of the returned samples, thirty-two packets were opened, and cracked barrel along of the swage area was noted, in four samples the attachment area was intact and no damaged, cracked or defects were noted. The sutures were dispensed without problems and examined along of the strand to detect any issue on the suture and no defects were observed during evaluation. Due to condition observed, functional test was performed to thirty two samples and only one sample did not meet the requirements since was detached during the handling. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Based on the information currently available, the cracked barrel was identified during the investigation of the sample received. This product issue will be addressed through ethicon inc¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.